Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an inaccurate delivery issue with the pump. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 26-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: a review of the pump black box showed that due to continuous use of the pump, the date and histories for the event had been overwritten. The available daily insulin delivery totals correctly reflected the users¿ programmed basal rates. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint of inaccurate delivery was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.